Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg), requires repairs for the atrium and ventricle ports. Both output connectors were broken. The upper case was broken, and the battery drawer sticks, lower case. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), requires repairs for the atrium and ventricle ports, testing and calibration requested. The epg has been returned to service and repair. No patient complications have been reported as a result of this event.